Event description:
It was reported that the patient had a cerebrospinal fluid leak during lead revision (MDR number 3006630150-2022-01680). The physician performed a blood patch and patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).